Manufacturer narrative:
H3: three cadd cassette reservoirs from part number 21-7302-24, lot number 3983329 were received in used conditions without their original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. For physical evaluation three (3) samples have the pump tube arched. The samples were connected to the cadd legacy plus pump and a balance mettler toledo to conducted an accuracy test. The samples did not passed the delivery accuracy test. The reported issue was able to be confirmed. The issue was caused because the production personnel did not detect that the arch tube was out of specification.

Manufacturer narrative:
The event date is believed to be between (B)(6) 2020.

Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop caused under delivery. The customer noticed the discrepancy between the value indicated on the pump and the amount actually remaining in the cassette was greater than 6 percent. There were no adverse events reported.